Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an error in programming the device. The pump was programmed in the dose calculation mode to deliver an unspecified concentration of cisatricurum, a dose of 109 mcg/kg/min with a calculated rate of 412 ml/hr instead of the intended dose of 10mcg/kg/min with a calculated rate of 37.8ml/hr. The customer contacted stated, "this was noted due to the medication bag finishing too fast". There was no adverse pt effects and no medical intervention were required. Though requested,no additional information was provided.